Event description:
The medical technician was going to draw the patient's blood and had just ran the needle against the patient's skin and the needle tip made a scratch. The technician repeated this action one more time and it did the same thing. The technician reported this has never happened before. The patient said that they were okay and that this did not hurt them. The technician looked at the needle and saw that the very tip of the needle was bent down/backwards. The needle was not sliding into the patient's skin; it just ran across and made a scratch. The technician got a new needle and completed the draw with no issues. They will continue to use this lot of needles but will check needles prior to drawing blood. They will monitor and report if they find any other needles that have a bent tip.